Event description:
In 2009, the pt reported she had a low blood glucose reading this morning of 64 mg/dl which she corrected by eating crackers, peanut butter and drinking a soda. Her normal blood glucose is in the 100 mg/dl range. She stated her blood glucose was 178 mg/dl before she went to bed at last night and she took 1 unit of insulin and went walking. She said that might be why she was low this morning. Symptoms are weakness and feeling like she is in "la la land." She stated that this afternoon she had a reading of 288 mg/dl. Which she corrected by bolusing 3.5 units of insulin and exercising. She said, she thinks the elevated reading is due to a rebound of her low reading this morning. Symptoms of elevated readings are thirst. On follow up with the pt a week later, she stated her blood glucose has returned to her normal range. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.